Event description:
One hour 45 minutes into dialysis treatment patient c/o chills. Temperature 99.9. Patient vomited, treatment discontinued. Symptoms resolved. Patient sent home. Temperature 98.6 on discharge. Blood cultures negative. Dialyzer on 22nd use. Aterial line 18th use. Cobe century medicinedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.